Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, 2 resolute onyx drug eluting stents were implanted in the lad and rca. Following day, patient suffered myocardial infarction (elevated value of troponin t). Investigator assessed event is not related to device or antiplatelet. Patient recovered.

Manufacturer narrative:
Cec adjudicated mi as no event as it preceded enrollment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date for device model# and expiration corrected. If information is provided in the future, a supplemental report will be issued.